Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks. According to the reporter, on (B)(6) 2026, the patient developed a pustule at the sensor needle puncture site that progressed to an abscess, requiring surgical intervention with nitrous oxide and morphine (meopa), followed by a three-day hospitalization. No additional patient or event details were provided. No other patient or event details were provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).